Event description:
It was reported that the xenosure patch had hematoma around it. A culture swab confirmed a serratia infection. The carotid endarterctomy surgery was done on (B)(6) 2024, but was redone on (B)(6) 2024. No other complications or injuries were reported.

Manufacturer narrative:
The product has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Investigation into the reported issue has determined that the reported issue is likely a result of the procedural factors/technique used for the procedure. During manufacturing the products are tested to ensure they conform to our specification for sale. Additionally, the report of a serratia infection is highly unlikely to be caused by the device itself. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus, which is more resilient than serratia. The sterilization process would kill this bacterium. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. Review of the device history record did not identify any issues that would cause or contribute to the reported issue.